Manufacturer narrative:
The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead analyzed (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, outer tubing overlay with cosmetic environmental stress crack and breach (non-electrical) and there was blood in/on the helix mechanism.

Event description:
It was reported that the rv lead had dislodged into the coronary sinus (cs). The lead was replaced. There were no patient complications reported. Additionally an attorney alleges the patient 'suffered physical injuries and various physical manifestations of emotional distress'. There were further allegations from an attorney indicated the patient is deceased.